Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 31-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pelvic pain") and metal poisoning ("heavy metal poisoning ") in a (B)(6)female patient who had essure (batch no. A69939) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria disability and intervention required), metal poisoning (seriousness criterion medically significant), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), fatigue ("constant extreme fatigue"), the first episode of arthralgia ("joint pain"), back pain ("lumbar pain/persistent lumbar-sacral pain"), myalgia ("muscle pain (fibromyalgia)"), fibromyalgia ("muscle pain (fibromyalgia)"), alopecia ("excessive hair loss"), toothache ("tooth pain"), gingival bleeding ("tooth bleeding"), menorrhagia ("haemorrhagic menstrual bleeding"), respiratory disorder ("ent problems"), tinnitus ("tinnitus"), adnexa uteri pain ("ovarian pain"), vaginal discharge ("malodourous vaginal discharge"), bromhidrosis ("malodourous perspiration"), the second episode of arthralgia ("osteoarticular problems leading to difficulty moving around,walking (persistent osteoarticular pain)"), gait disturbance ("osteoarticular problems leading to difficulty moving around, walking (persistent osteoarticular pain)") and premenstrual pain ("premenstrual pain"). The patient was treated with surgery (essure insets were removed.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, metal poisoning, endometriosis, adenomyosis, fatigue, back pain, myalgia, fibromyalgia, alopecia, toothache, gingival bleeding, menorrhagia, respiratory disorder, tinnitus, adnexa uteri pain, vaginal discharge, bromhidrosis, the last episode of arthralgia, gait disturbance and premenstrual pain outcome was unknown. The reporter considered adenomyosis, adnexa uteri pain, alopecia, back pain, bromhidrosis, endometriosis, fatigue, fibromyalgia, gait disturbance, gingival bleeding, menorrhagia, metal poisoning, myalgia, pelvic pain, premenstrual pain, respiratory disorder, tinnitus, toothache, vaginal discharge, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: consultations with naturopath starting in january 2016 and follow-up since then. Reported via portal: removal of uterine tubes. Treatment for endometriosis. Recognised as a handicapped worker in (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.593 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-aug-2017: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4). On 31-jul-2017. The most recent information was received on 16-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain") and metal poisoning ("heavy metal poisoning") in a 39-year-old female patient who had essure (batch no. A69939) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 1. On (B)(6) 2013, the patient had essure inserted. On 29-may-2013, the patient experienced pelvic pain (seriousness criteria disability and intervention required), metal poisoning (seriousness criterion medically significant), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), fatigue ("constant extreme fatigue"), the first episode of arthralgia ("joint pain"), back pain ("lumbar pain/persistent lumbar-sacral pain"), myalgia ("muscle pain (fibromyalgia)"), fibromyalgia ("muscle pain (fibromyalgia)"), alopecia ("excessive hair loss"), toothache ("tooth pain"), gingival bleeding ("tooth bleeding"), menorrhagia ("haemorrhagic menstrual bleeding"), respiratory disorder ("ent problems"), tinnitus ("tinnitus"), adnexa uteri pain ("ovarian pain"), vaginal discharge ("malodourous vaginal discharge"), bromhidrosis ("malodourous perspiration"), the second episode of arthralgia ("osteoarticular problems leading to difficulty moving around,walking (persistent osteoarticular pain)"), gait disturbance ("osteoarticular problems leading to difficulty moving around, walking (persistent osteoarticular pain)") and premenstrual pain ("premenstrual pain"). On an unknown date, the patient experienced complication of device insertion ("problem on the first implant placed on the right side"). The patient was treated with surgery (essure inserts were removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, metal poisoning, endometriosis, adenomyosis, fatigue, back pain, myalgia, fibromyalgia, alopecia, toothache, gingival bleeding, menorrhagia, respiratory disorder, tinnitus, adnexa uteri pain, vaginal discharge, bromhidrosis, the last episode of arthralgia, gait disturbance, premenstrual pain and complication of device insertion outcome was unknown. The reporter considered adenomyosis, adnexa uteri pain, alopecia, back pain, bromhidrosis, complication of device insertion, endometriosis, fatigue, fibromyalgia, gait disturbance, gingival bleeding, menorrhagia, metal poisoning, myalgia, pelvic pain, premenstrual pain, respiratory disorder, tinnitus, toothache, vaginal discharge, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: consultations with naturopath starting in january 2016 and follow-up since then. At insertion there were 7 visible coils on right and 3 visible coils on left. Reported via portal: removal of uterine tubes. Treatment for endometriosis. Recognised as a handicapped worker in 16-aug-2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49 kgs. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6)2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain") and metal poisoning ("heavy metal poisoning") in a 39-year-old female patient who had essure (batch no. A69939) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria disability and intervention required), metal poisoning (seriousness criterion medically significant), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), fatigue ("constant extreme fatigue"), the first episode of arthralgia ("joint pain"), back pain ("lumbar pain/persistent lumbar-sacral pain"), myalgia ("muscle pain (fibromyalgia)"), fibromyalgia ("muscle pain (fibromyalgia)"), alopecia ("excessive hair loss"), toothache ("tooth pain"), gingival bleeding ("tooth bleeding"), menorrhagia ("haemorrhagic menstrual bleeding"), respiratory disorder ("ent problems"), tinnitus ("tinnitus"), adnexa uteri pain ("ovarian pain"), vaginal discharge ("malodourous vaginal discharge"), bromhidrosis ("malodourous perspiration"), the second episode of arthralgia ("osteoarticular problems leading to difficulty moving around,walking (persistent osteoarticular pain)"), gait disturbance ("osteoarticular problems leading to difficulty moving around, walking (persistent osteoarticular pain)") and premenstrual pain ("premenstrual pain"). On an unknown date, the patient experienced complication of device insertion ("problem on the first implant placed on the right side"). The patient was treated with surgery (essure inserts were removed.). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, metal poisoning, endometriosis, adenomyosis, fatigue, back pain, myalgia, fibromyalgia, alopecia, toothache, gingival bleeding, menorrhagia, respiratory disorder, tinnitus, adnexa uteri pain, vaginal discharge, bromhidrosis, the last episode of arthralgia, gait disturbance, premenstrual pain and complication of device insertion outcome was unknown. The reporter considered adenomyosis, adnexa uteri pain, alopecia, back pain, bromhidrosis, complication of device insertion, endometriosis, fatigue, fibromyalgia, gait disturbance, gingival bleeding, menorrhagia, metal poisoning, myalgia, pelvic pain, premenstrual pain, respiratory disorder, tinnitus, toothache, vaginal discharge, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: consultations with naturopath starting in (B)(6)2016 and follow-up since then. Reported via portal: removal of uterine tubes. Treatment for endometriosis. Recognised as a handicapped worker in (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49 kgs. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: reporter added - case is potential legal. Removal date of essure updated and event problem on the first implant placed on the right side added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("constant pelvic pain") and metal poisoning ("heavy metal poisoning ") in a (B)(6) female patient who had essure (batch no. A69939) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria disability and intervention required), metal poisoning (seriousness criterion medically significant), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), fatigue ("constant extreme fatigue"), arthralgia ("joint pain"), back pain ("lumbar pain/persistent lumbar-sacral pain"), myalgia ("muscle pain (fibromyalgia)"), fibromyalgia ("muscle pain (fibromyalgia)"), alopecia ("excessive hair loss"), toothache ("tooth pain"), gingival bleeding ("tooth bleeding"), menorrhagia ("haemorrhagic menstrual bleeding"), respiratory disorder ("ent problems"), tinnitus ("tinnitus"), adnexa uteri pain ("ovarian pain"), vaginal discharge ("malodourous vaginal discharge"), bromhidrosis ("malodourous perspiration"), arthropathy ("osteoarticular problems leading to difficulty moving around,walking (persistent osteoarticular pain)"), gait disturbance ("osteoarticular problems leading to difficulty moving around, walking (persistent osteoarticular pain)") and premenstrual pain ("premenstrual pain"). The patient was treated with surgery (essure insets were removed.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, metal poisoning, endometriosis, adenomyosis, fatigue, arthralgia, back pain, myalgia, fibromyalgia, alopecia, toothache, gingival bleeding, menorrhagia, respiratory disorder, tinnitus, adnexa uteri pain, vaginal discharge, bromhidrosis, arthropathy, gait disturbance and premenstrual pain outcome was unknown. The reporter considered adenomyosis, adnexa uteri pain, alopecia, arthralgia, arthropathy, back pain, bromhidrosis, endometriosis, fatigue, fibromyalgia, gait disturbance, gingival bleeding, menorrhagia, metal poisoning, myalgia, pelvic pain, premenstrual pain, respiratory disorder, tinnitus, toothache and vaginal discharge to be related to essure. The reporter commented: consultations with naturopath starting in (B)(6) 2016 and follow-up since then. Reported via portal: removal of uterine tubes. Treatment for endometriosis. Recognised as a handicapped worker in (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible company causality comment: incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.